Event description:
It was reported the patient had the device system explanted related to a systemic infection. The manufacturer's representative reported the patient was "extremely sick and expired from complications unrelated to the pacemaker system." The cause of death has been requested and not received. Additional information received from the health care professional reported the patient was pacemaker dependent and the last device check was (B)(6) 2009 with the system functioning fine. Hospital discharge summary revealed patient had been admitted to ER on (B)(6) 2009 with shortness of breath, weakness, nausea, dry heaves, and clamminess. Treated for pulmonary edema in the ICU. Patient's prognosis was reported to be poor and plans were to have patient in hospice care.

Event description:
It was reported the patient had the device system explanted related to a systemic infection. The manufacturer's representative reported the patient was "extremely sick and expired from complications unrelated to the pacemaker system." The cause of death has been requested and not received. Additional information received from the health care professional reported the patient was pacemaker dependent and the last device check was (B)(6)2009 with the system functioning fine.

Event description:
It was reported the patient had the device system explanted related to a systemic infection. The patient was "extermely sick and expired from complications unrelated to the pacemaker system." The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. No anomalies found, all conductors stretched, all insulation's torn. Proximal segment returned and analyzed. Blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism. Full lead in segments returned and analyzed.